Event description:
Customer reported via phone call that the insulin pump has damage. Customer stated that the rubber ring came out of the reservoir compartment and the circle is cracking and breaking off. The customer is worried that more is going to break off and it won't be able to hold the reservoir anymore. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tub window corners, broken on battery tube threads and missing end cap sticker. The insulin pump had missing the black o ring/seal inside reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.